Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 600s mg/dl with a high level of ketones. The pump supplies were changed and a correction bolus was delivered via the pump to lower the bg level. The cause of the high bg was not known; there were no issues observed with the cartridge, infusion set or site. However, the contact thought that the pump may have been a contributor to the high bg. The contact declined tandem technical support's offer to troubleshoot.